Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the irrigation/aspiration tip would not aspirate during a procedure. The tip was replaced and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
The irrigation/aspiration (I/a) tip sample was received and evaluated. A visual assessment of the returned sample showed, that the irrigation/aspiration port was blocked. The directions for use (dfu) was followed for cleaning. When using a syringe to push deionized water through the irrigation/aspiration path, it was found that there was no flow out of the port, confirming the reported event. However, how or when the port became blocked could not be determined conclusively. The root cause can be attributed to the blocked irrigation/aspiration port. The manufacturer internal reference number is: (B)(4).